Event description:
The customer contact reported the device touchscreen does not respond and an audible tone was not heard. The device was returned to the biomedical department with a note from the nurse that indicated does not respond and an audible alarm tone was not heard. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.